Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recx0281 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when the needle was retracted the clinician noticed that the guidewire had detached from the accucath and was sticking out of the patient's arm. Nurse removed the wire and examined all the catheter parts to ensure that everything was removed. No patient harm reported. On 1/31/2019 - additional information received stated that the guidewire was deployed successfully and the catheter was advanced, but resistance was felt. The catheter was drawn back and a puncture was observed in the PICC and part of the guidewire was observed sticking out of the patient's arm. No patient harm was reported.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a detached guidewire was inconclusive due to the state of the returned sample. The packaging of one 20 g accucath device was returned for evaluation. An initial visual observation showed the packaging was returned opened and no product was returned with the packaging. The two product information stickers appeared to have been slightly repositioned on the packaging label. No use reside was observed on the returned packaging. Because only the open product packaging was returned for evaluation, it was not possible to confirm the reported event or identify a root cause. Potential contributing factors of the reported event include retraction of the guidewire/catheter against the needle bevel and excessive tensile (pulling) force against resistance during attempted device placement. A lot history review (lhr) of recx0281 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when the needle was retracted the clinician noticed that the guidewire had detached from the accucath and was sticking out of the patient's arm. Nurse removed the wire and examined all the catheter parts to ensure that everything was removed. No patient harm reported. (B)(6) 2019-additional information received stated that the guidewire was deployed successfully and the catheter was advanced, but resistance was felt. The catheter was drawn back and a puncture was observed in the PICC and part of the guidewire was observed sticking out of the patient's arm. No patient harm was reported.